Event description:
Pt receives therapy through pump daily. On 12/29/94, 800 ml was infused and pump registered 30 ml remaining, but bag was empty. On 1/13/95, after changing procedure and weighing all filled bags, pt's bag, after pump registered 800 ml infused, still had 264 ml measured quantity in reservoir bag. Pump returned to pharmacy. Upon testing, error code "99" appeared, meaning pump motor failure. Pump is currently being repaired by MFR.